Event description:
This lead was implanted in the rv to act as the pace/sense function of a single chamber ICD system due to inappropriate function of the original implanted ICD lead. Both rv leads were explanted (B)(6) 2020 due to recent ICD lead failure due to shock impedance greater than 150. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection cuts into the insulation were noted 19 cm distal to the is-1 connector pin. This damage most likely occurred during the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.